Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery charge indicator is inactive and the battery voltage reading is 9.7vdc on the pneumatics screen the customer reported that the unit was not in use on patient.